Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the surgical procedure, the surgeon noticed edges of the lap sponge became frayed, the frayed fibers fell into the patient's surgical incision while still open, the surgeon was able to retrieve all the frayed fibers within the incision. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report 3005883396-2018-00066 was sent in error as a duplicate for MFR report number: 3005883396-2018-00060, any additional information received in the future will be captured and submitted under the report number 3005883396-2018-00060. If information is provided in the future, a supplemental report will be issued.